Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the rx xience prime everolimus eluting coronary stent system instructions for use. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 3.5 x 23 mm xience prime stent was deployed at 10 atmospheres (atm). After deployment, a distal edge dissection was observed. A new xience prime stent was deployed for treatment. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.